Manufacturer narrative:
Further info was requested. The article is attached to the report.

Event description:
An article in the journal of thoracic and cardiovascular surgery discussed patients who underwent surgical conversion after thoracic endovascular aortic repair (tevar) between (B)(6) 1998 to (B)(6) 2010. On an unk date, the pt with a history of coronary sufficiency underwent endovascular repair of a ruptured descending thoracic aortic aneurysm with a gore tag thoracic endoprosthesis 18 months previously. The pt was admitted to the hospital for backache and anorexia, and an emergency computed tomography scan demonstrated a large aortoesophageal fistula. The pt was brought to the operating room for emergency graft explantation of the infected stent-graft, open thoracic aneurysm repair, and total esophagectomy. It was reported the pt expired of early acute respiratory distress syndrome 5 days postoperatively.